Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0esty, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the patient programmer (pp) was not working right. The patient had tried adjusting programming with the +/- buttons. It was then clarified that the patient was able to connect and the +/- buttons did change the program amplitudes when using the pp. The pp was not available during the call. When she changed amplitudes, she was not feeling stimulation or change. Normally, moving "one point" would result in a dramatic change being felt. The patient then called back with the pp. She was able to connect using her pp and reported seeing the stimulation off icon on the screen. The patient was advised to turn stimulation back on. They were on program 1 at 0.5 volts and increased it to 2.4 volts. She still did not feel stimulation. If she put it to 4.0 volts, she did not feel anything. Basic therapy information was reviewed and the patient ended the call. Relevant medical history included fecal incontinence and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the issue and if the issue was resolved. This event will be updated if additional information is received.